Event description:
This report is made based on the results of investigation completed on (B)(4) 2011.

Manufacturer narrative:
(B)(6). There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2011: the pump was returned for investigation and evaluation revealed an issue with the load step that had not been reported by the user. During investigation, an ezprime operation was performed with no loss of prime warnings. The black box revealed several zero force loss of prime and no cartridge detected warnings that were not reporter by the user. The force sensor pins and oled screen was found to be intact. The force sensor was removed and a contaminated spoke shim was discovered. The force sensor failed the calibration check, but was within specifications for resistance measurements. A mechanical assembly fault and lead screw contamination was found during evaluation. The ball seal was found to be stuck. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.